Event description:
A remstar plus c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation was found inside the blower kit. In addition, the device had dust contamination and displayed error codes 65: err_stuck_encoder_a, 7: err_software, 53: err_comp_log_sem_timeout and 62: err_stuck_ramp_key and error code e-63 is: err_stuck_knob_key. The device was scrapped by the service center after the evaluation was completed.